Manufacturer narrative:
The conclusion is that the software for tilting is designed for smooth operation around zero degrees. When tilting is stopped at zero degrees and the stop command (software message) is mixed up, then the system continues tilting. In this case, the requested movements are "delayed" due to software handling and so several "delayed" movements were observed. These movements can take place without anyone operating the system. The geometry software will be modified to improve the geometry handling. This software will become available for the installed base systems as a field change order (fco), (B) (4), and recall#: z1374-2008.

Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this situation that happened in (B) (6). Problem: on this x-ray system, the site complains about unexpected movements of the pt table which is followed by a system crash. The system then requires a complete reboot to bring the system back online. These unexpected movements are mostly in the downward direction when they occur. Also, the system prevents users from using the command moves toward the right (table "jammed"). During these problems, no pt has been on the table.